Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. One day prior to the diagnosis of peritonitis; the patient was hospitalized for the event. On an unreported date the patient began treatment with injection of ceftazidime (1gm daily, route and duration not reported) and injection of vancomycin (1 gm, ongoing, route and frequency not reported). The patient was discharged 11 days after hospital admission. One day prior to discharge the pd catheter was removed and the patient began performing hemodialysis therapy. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.